Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 had failed to stay closed. A field service engineer (fse) verified the customer reported issue where the main full height drawer 4 would not open. The fse removed the back panel and found that the left light emitting diode (led) was missing on the controller board. The magnet inseparable was replaced and the customer recovered functionality successfully. The va password was not working for hardware test application app login and the customer logged in to verify the drawer operation, and testing confirmed the drawer was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to stay closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.